Event description:
Boston scientific received information that this right ventricular (rv) exhibited noise and high pacing impedance measurements greater than 2000 ohms. There was also loss of capture and the patient's escape rate was around 40 to 45 beats per minute (bpm). Pacing inhibition was also noted to be less than or equal to two seconds. The threshold measurements also increased. It was noted that the left ventricular (lv) lead impedance measurements mirrors the rv lead. Technical services (ts) discussed the lv pace vector was programmed to extended bipolar (tip to rv coil) which could explain why the rv and lv impedances mirror each other. A revision procedure was performed and the pace/sens portion of this lead was surgically abandoned. A new pace/sense lead was successfully implanted with no further issues.

Manufacturer narrative:
If additional information is received, this report will be updated.